Event description:
Allegedly aseptic loosening of the femoral cup. Bone cement suspected. Biomet refobacin bone cement lv 40x1, (B)(4), lot # a322bh2606. The resurfacing conserve® + implants were replaced by a conventional total hip arthroplasty.

Manufacturer narrative:
Upon investigation the alleged complaint refers to component loosening instead of mom complication as reported before. Updated product information.